Event description:
It was reported that pump screen remained dark and would not turn on, and when it did turn on the power button was extremely difficult to press and required multiple presses to activate pump screen. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to troubleshoot pump, planned to use multiple daily injections as backup insulin therapy, and was provided replacement pump, with instructions to place original pump in storage mode, return it using prepaid label within 10 days, and set up pump settings and continuous glucose monitor on replacement device.